Event description:
A dentist reported a pt who underwent a tooth extraction in 2000 in which gelfoam was used to pack the socket. At the time of the extraction, the tooth was in the sinus and after extraction , a sinus perforation was left. After the procedure, the pt received an injection of dexamethasone. Subsequently, the pt called the following day to report drainage. The pt was found to have a sinus infection and was referred to an oral surgeon, who referred the pt to an ent specialist. Antibiotic treatment was prescribed and the pt had 2 sinus surgeries (2000 and 2001) with debridement. Numerous cultures were done, but results not provided. It is not known if the sinus infection was a result of the use of gelfoam. The dentist was responding to the recall notification.